Event description:
It was reported the that plunger sensor was defective. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was cracked on lower left front corner of top case also cracked on right plunger case. Check syringe plunger sensor found in error history log. Check syringe plunger sensor was found at power up. Flippers intermittently touching the top of ear clip when plunger assembly was pushed all the way in. Note: boot loader software down loaded from 1.2 to 1.1 per corrective and preventative actions. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Actions/repairs were done to correct the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing.